Event description:
Patient was revised to address pain. Loosening of the femoral stem was found. Update: 7/31/2013 - litigation papers received. Litigation alleges swelling and difficulty ambulating. A liner and head are now being reported to address these issues.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.